Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was bumped up against another object and the touchscreen now displays a long horizontal white line across the screen. Reportedly, the line is blocking features. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.